Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was unknown, and it was witnessed by law enforcement officers who immediately provided manual CPR for about 3 to 4 minutes. When the autopulse platform was powered up, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ems crew powered off the autopulse platform and restarted it, checked the patient alignment, and re-adjusted the lifeband, but the issue persisted. While troubleshooting the issue, manual CPR was performed. Since the autopulse platform was not functional, the ems crew continued to resuscitate the patient with manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in an emergency room (ER) in a hospital. As reported, the patient's death was not related to the autopulse system. After the call, the crew replaced the lifeband and tested the autopulse platform using a manikin. However, the platform displayed the ua07 again.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. A load cell characterization test was performed and confirmed that load cell module 2 was defective (over-reported), and it was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.